Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: mid procedure the entire instrument came apart, the bolt that holds the two jaws together came apart and fell into the patient's abdominal cavity. The bolt was retrieved from the patient's cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.